Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3600nd-4hf, batch 15486073, with a damaged distal end. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related, such as off-axis insertion, improper bone preparation, or prying or leveraging the device with excessive force.

Event description:
On 11/13/2025, it was reported by a sales representative via (B)(4). That an ar-3600nd-4hf 1.9mm flexible drill hip tip broke off inside the patient's acetabulum while the bone was being drilled. This was discovered during a hip labral repair and was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.